Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she just discovered over the weekend that her ins is moving up and down in the pocket. Caller redirected to follow up w/ hcp for the following reason: to address ins movement. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated not knowing the root cause of the ins moving, however, stated that now has no control of her urine. Patient said she was meeting with the manufacturer representative to go over any programming changes and said she has not had much success with the ins for now. No further complications were reported.